Event description:
It was reported that a pt attempted to exit the bed by squeezing between the siderails. The pt allegedly fell to the floor and hit their head. It was reported that the pt sustained a contusion but no medical intervention was required. The user-facility stated that the bed exit alarm did not sound loudly enough to alert the staff.